Manufacturer narrative:
(B)(4). The device has been investigated in the bbm laboratory in (B)(4): returned sample: model: perfusor space. Article no.: 8713030. Serial no./ lot: (B)(4). Software version: (B)(4). Hours of operation: 23702. Production date: 2012-06-01. Production seal: yes. Technician seal: no. Warranty claim: no. Results: a visual inspection was performed. The cover caps on the screw pillars and the seal were intact and undamaged. A functional test was performed. The device didn't pass the first self-test. The device alarm "1208" occurred. After turning the device off and back on, it passed the self-test. It was possible to insert a syringe into the device, select the correct syringe from the main menu and put the device into operation. No malfunctions or errors could be detected. A functional test of the bolus was performed. During the delivery, the bolus key was pressed and the bolus was running. No malfunction was detected. The device history files were read out and analyzed. According to the informed day of occurrence, the 16th and 17th january were analyzed. An omnifix 50ml syringe was inserted into the device at 23:07 pm and the infusion started with a rate of 26,25ml/h. The infusion stopped because the syringe holder was opened at 00:58 am. The syringe was removed from the device and the device was then turned off. No malfunction or errors could be found in the history files. A delivery accuracy measurement according to iec (B)(4) was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,60%. Judgment: the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion" customer information: "pump infusing with noradrenalin and after syringe change sometime between 16.-17. Januar the patients blood pressure becomes extremely high and nurse suspect that the pump had given a bolus of the drug. No manual or programmed bolus were given according to the history log, but the customer would like to have the pump tested. Pump will be sent for investigation in (B)(4)".